Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of perfix plug, patient was diagnosed with seroma, adhesions, inflammation, fibrosis, scar tissue and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012-the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿the hernia sac was dissected free and a large indirect inguinal hernia was seen. A large perfix plug was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with pain the abdomen, right groin seroma status post right inguinal hernia repair. (B)(6) 2014 - patient was diagnosed with painful right groin and dense scarring thereby underwent partial explant of mesh. Per operative notes, ¿a portion of mesh was excised which was densely adherent as a scarred mesh.¿ (B)(6) 2014 - patient was diagnosed with right groin pain thereby underwent repair with mesh removal. Per operative notes, ¿there was an intense scar from the hernia repair and the mesh plug was dissected free completely.¿ attorney alleged that the patient had loss of testicle, mesh migration and pain.